Event description:
It was reported that the customer had a no delivery alarm during manual prime on the insulin pump. The customer's blood glucose level was 270 mgldl. The troubleshooting was performed. The customer was advised that there is possible issue with the infusion set. The patient was advised to return infusion set and we will replaced the infusion set and 2 reservoirs.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.